Manufacturer narrative:
.

Event description:
Additional information was received that the heart and blood pressure issues were unrelated to vns. The patient has had an increase in seizures about the same time as the heart issues, unknown if above or below baseline. The patient did not have any medication or settings change prior to the increase in seizures. The patient was having 2-3 partial complex seizures per month. The physician was unclear as to the what the cause was. The physician changed when one of the medications was administered but did not change the number or total dose of medications. The seizure deterioration seemed to have resolved at the next appointment. The physician said that he would not be providing any additional information.

Event description:
It was initially reported that the patient was hospitalized due to a heart attack and stent placement. While admitted, the patient had low blood pressure and his heart stopped. It is unknown if any of these events are related to vns. Good faith attempt for more information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: the initial reported inadvertently forgot to mention the increase in seizures the patient was having at the same time as the heart issues.